Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient's wife contacted recall support and stated that her husband had a recalled philips device and never got a replacement for it. She said the patient has been deceased for 2 years and does not need a replacement any longer. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.